Manufacturer narrative:
The hillrom respiratory trainer reported the universal circuit and oxygen adapter for use with the life2000 would not stay connected; the adapter did not slip on far enough. No patient injury or medical intervention was reported. The breathe technologies life2000® ventilation system is intended to provide continuous or intermittent ventilatory support for the care of individuals who require mechanical ventilation. Specifically, the system is applicable for adult patients who require the following types of ventilatory support: positive pressure ventilation, delivered invasively (via et tube) or non-invasively (via mask). Assist/control mode of ventilation. The breathe universal circuit connector is only compatible with the life2000 ventilators and compressors. When connecting the universal circuit connector, and oxygen therapy is required an oxygen adapter and oxygen tubing will need to be connected. The universal circuit and oxygen adapter were returned for inspection. The oxygen adapter was inserted into the universal circuit connector and the two attachments would not stay connected. The attachments disconnected with the slightest movement. The returned adapter was measured and found to be 0.6% smaller in diameter than the diameter of inventory samples. Although no serious injury occurred, the reported malfunction could contribute to a serious injury or death if it were to recur. Therefore, this complaint is a reportable malfunction.

Event description:
The hillrom respiratory trainer reported the universal circuit and oxygen adapter for use with the life2000 would not stay connected; the adapter did not slip on far enough. No patient injury or medical intervention was reported. This report was filed in our complaint handling system as complaint #(B)(4).